Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% stenosed, heavily tortuous, and heavily calcified de novo lesion in the mid circumflex artery. The patient presented with angina. A 3.0x23mm xience prime stent was deployed at the lesion site; however, post-stenting an edge dissection was noted. An additional xience prime stent was successfully used to cover the dissection. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.